Event description:
It was reported (1) mcl20 was used during an unk procedure. It was reported by the rep the clips would not advance properly. Surgeon completed the case by suturing. There was no consequence to the pt.